Event description:
In 2006, the patient had three cypher stents implanted in the left anterior descending (lad) artery. Two months later, the patient experienced an mi and had two more stents implanted in the circumflex artery and one additional stent implanted in the right coronary artery (rca). The following month, the patient returned to the cath lab with chest pain and angiography revealed restenosis in the lad. The patient had two additional cypher stents implanted in the lad. Five months later, the patient once again experienced chest pain and angiography revealed restenosis of the rca. The patient had another cypher stent placed in the rca. The following month, the patient experienced chest pain and shortness of breath and was rushed to the hospital and was placed on a nitroglycerin drop. A heart cath was conducted and the physician told the patient that his body was "rejecting the stents and that he had to get them out." Two days later the patient had a triple bypass surgery with "artery reconstruction." As of today the patient has not experienced any other symptoms.

Manufacturer narrative:
This is the first of eight medwatch reports associated with mfg reports # 3003742446-2007-00047, 3003742446-2007-00048, 3003742446-2007-00049, 3003742446-2007-00050, 3003742446-2007-00051, 3003742446-2007-00052, 3003742446-2007-00053 and 3003742446-2007-00054. Additional information will be submitted within 30 days of receipt.